Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was received from a physician on 15-oct-2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4). This case involves a female pt who received poly-l-lactic acid (sculptra) therapy sometime in (B)(6) 2010. No add'l treatment details were mentioned. Sometimes after her second treatment, the pt developed papules on her neck. No other info was provided. Relevant medical history and concomitant medication info were not reported. Action taken/corrective treatment/outcome - unk. A ptc (pharmaceutical technical complaint) was initiated. (B)(4) . Physician's causality: not provided.